Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws would not advance down the cannula smoothly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was not returned to the factory for evaluation, but its photo was sent. A photographic inspection was performed. Evidence of clinical use with no evidence of blood was observed. No visual defects were observed. No mechanical evaluation could be performed to check the fitting issue with the cannula or the harvesting tool. Based on the conditions of evaluation, the reported complaint could not be confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws would not advance down the cannula smoothly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.